Event description:
The complainant reported that multiple unsuccessful attempts were made to place an impella cardiac support device through a tortuous left axillary access pathway. During these attempts, the device became severely kinked. Due to concern that the device might not function properly if advanced further, the clinical team elected to rewire the left ventricle and proceed with a new device. No additional procedural or clinical details were provided.

Manufacturer narrative:
No product was returned. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had calcification and tortuous left axillary preventing successful delivery of impella. Product damage (catheter kink): the cause of the product was damage was most likely patient condition as the patient had calcification and tortuous left axillary preventing successful delivery of impella due to which the catheter kinked. Device (B)(6) passed all post sterile inspection checks.